Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/26/2025, it was reported by a facility representative via email that an ar-1588rtt2-ib fibertag tightrope ii broke during basic passage. The case was completed using a new tightrope. This was discovered during a knee scope with acl procedure on (B)(6) 2025.

Event description:
Additional information was received on 04/18/2025: this occurred inside the patient during tightening, with fragments remaining unretrieved. The case was completed by implanting another ar-1588rtt2-ib fibertag tightrope ii. A 15-minute delay was reported, and it is unclear whether additional anesthesia was administered. The device was discarded and is not available for return.

Manufacturer narrative:
Additional information: b5, g3, h6.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure can be attributed to user error, applying excessive force to shortening the suture strands. The complaint allegation was confirmed based on the customer's attached picture, which displayed a tip of frayed sutures.